Event description:
It was reported to boston scientific corporation that a hydratome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation, when they removed the device from the packaging, the device seemed already bowed. It stayed bowed even without manipulating the handle and would not unbow. Reportedly, there was no visible damage noted with the device and its packaging. The procedure was completed with a second hydratome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. The determination of a root cause could not be completed without analysis of the device involved; therefore, the most probable root cause of the event is undeterminable.